Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was experiencing unexplained high glucose. It was stated that the customer did not change the infusion set to resolve the issue. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. It was stated that the customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.